Event description:
It was reported during a low anterior resection using an ecs25, staples did not form. The resident says he dialed down to the middle range indicator and fired, but did not feel or hear a crunch. He squeezed hard several times trying to get it to crunch but could not. Upon removal, the donuts were complete but the anastomosis leaked. The staples were unformed. The surgeon cut out the anastamosis and completed the case with a ussc eez25. There was no consequence to the pt. A tissue specimen is being returned for analysis.